Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the cycler alarmed for air detected in the cassette. She found air in the patient line. She traced it back to the connector between the patient's catheter and the cycler set. The connection was secure but fluid was found to be leaking. She was advised to discontinue the treatment. She reset with new supplies to continue the patient's treatment. The set was discarded. During follow up the nurse reported the patient did not have any discomfort and there were no complications.